Manufacturer narrative:
The reported event of undersensing was not confirmed by analysis. Final analysis did not find any anomalies.

Event description:
New information received indicates that the patient presented in the clinic for follow up when the under-sensing was noted. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with under-sensing exhibited by the implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. The patient's status following the procedure was unknown.